Event description:
Related manufacturer report number: 2017865-2017-31366. During a follow-up, there were episodes of noise on the right ventricular (rv) channel. There were also episodes of inhibited pacing due to the noise episodes. While attempting to reprogram the device, it was difficult to interrogate and reprogram the device. The lead and the device were explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported events of noise and over sensing were not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies with the exception of damages consistent with those occurring at the time of implant/explant.